Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation is observed, crease is observed, wear abrasion is observed.

Event description:
Healthcare professional reported, a right side implant exchange from textured to smooth, due to the concerns of the product. Healthcare professional, later reported, capsular contracture, baker grade iii. The device has been explanted.